Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported on a social media chat site that other patients experienced issues with their medtronic devices. They mentioned how well the trial went, and once they got the implant it didn¿t work.